Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat an atrial fibrillation a polarsheath was selected for use. It was reported that when removing the balloon, it was noticed that blood was leaking from the valve. A slow drip came out to the valve. Flow rate was 150ml/min. No air was leaking. The valve was checked and there was no damage to the luer, therefore, procedure was completed using this device, without patient complications. No abnormalities were noted during preparation. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected which found nothing abnormal. Next, the sheath was put through procedural testing by replicating aspiration. The sheath failed this aspiration test as air was visible in the flushing line each time the syringe was drawn. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve. Finally they gently pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of "air observed in the sheath" is confirmed. The kind of leak seen in the testing can lead to air being observed in the sheath during use.

Event description:
During an ablation procedure to treat an atrial fibrillation a polarsheath was selected for use. It was reported that when removing the balloon, it was noticed that blood was leaking from the valve. A slow drip came out to the valve. Flow rate was 150ml/min. No air was leaking. The valve was checked and there was no damage to the luer, therefore, procedure was completed using this device, without patient complications. No abnormalities were noted during preparation. The device has been received for analysis.